Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged within a few weeks of implant. The rv lead was explanted and replaced, and the ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead returned with the helix was fully extended. There was a lot of blood ingression along lead length. The amount of blood leads to the conclusion that the cut occurred at the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.